Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the errors e118 and e116 occurred due to a faulty printed circuit board.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer reported allegation was confirmed. The device evaluation found error codes e118 and e116 occurred due to defective printed circuit board and motherboard. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error e118 occurred from the video processor. It was unspecified as to where the issue occurred. However, the patient was not under anesthesia and there was no delay reported. There were no reports of patient harm.